Event description:
It was reported that this right atrial (ra) lead exhibited impedance measurements of greater than 3000 ohms, which appeared to be a chronic issue. Additionally, low intrinsic amplitude measurements were observed. No adverse patient effects were reported. The lead remains in service.